Manufacturer narrative:
The investigational analysis completed 3/24/2020. The device was visually inspected. During the first visual inspection cloth like was observed under the ring. Then, during the second inspection the initially observed cloth like material was confirmed. Additionally, a ring was observed lifted. Further testing was then performed. A fourier transform infrared spectroscopy test (ftir) was performed to determine the composition of the cloth like material. Results showed that foreign material is composed of a polyethylene-based material with a second component barium sulfate (baso4). This material composite is widely used as radio pacifier along medical device industries. With this information, it can be concluded that the material found under the ring was not cloth. Electrical testing was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specification. A failure analysis was then performed, and it was found that there is an electrical intermittence on the tip area, creating the temperature issue. A manufacturing record evaluation was performed, and no internal actions were identified. The customer complaint was confirmed. Root cause of temperature failure cannot be determined. The root cause of the polyethylene under the ring and the ring damage could be related to the friction of the catheter with the sheath during procedure. However, this cannot be conclusively determined. In addition, the material found under the ring and the ring damage are not related to the temperature failure. Root cause of temperature failure cannot be determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and a foreign material issue occurred. Initially, it was reported that during the procedure, the temperature could not be displayed. A second catheter was used to complete the operation. No adverse patient consequences were reported. The observed no temperature has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 2/14/2020, he biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. During a second visual inspection on 3/2/2020, the bwi pal observed foreign cloth like material under electrode#2. The observed foreign material has been assessed as an MDR reportable malfunction. The awareness date has been reset to 3/2/2020.